Event description:
User facility reported the device was in use with a patient for an unknown amount of time when the device alarmed. The device reportedly was set for 4 degrees c, when the patient's skin was observed red. The device was turned off. After the event, readings were allegedly measured on the device between 50 degrees c and 53 degrees c. No permanent adverse effects to patient were reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation on ce it is completed.